Manufacturer narrative:
Summary of evaluation:the results of the evaluation performed indicated the field complaint was verified.

Event description:
The stem insertors (quantity 2) will not hold femoral stems securely. The event did not occur during a surgical procedure.